Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: low tidal volume, low pressure, loss of peep, tf : 5507, tf : 2441, tf : 2409. Expiratory valve calibration needed alarms-3006. Was exchanged with another device. No health impact or consequences.